Manufacturer narrative:
The pt fell to the floor and her right hip and right shoulder were hurt. The pt does not know if the brakes were engaged when she fell. Tech found that when the brakes were activated the bed did not move. Tech found that one of the foot casters had broken internal pieces. Tech replaced all four casters to resolve the issue. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that a pt went to sit down on the bed and the bed moved. Pt fell onto the floor.